Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient rec'd two scs leads with the same lot number. It was reported the patient ((B)(6)) experienced ineffective stimulation. As a result, surgical intervention was undertaken to implant a new lead to improve stimulation coverage. It was reported the physician connected the existing octrode leads to a dual extension. The patient is receiving effective stimulation post-operatively.